Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The dso sensor was found to be out of specification. This was replaced and the device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement, and no patient harm/adverse event reported.